Event description:
The facility representative reported an infuso.r. Pump with a condition of "cannot move the syringe up and down." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a syringe that will not move up and down involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.